Manufacturer narrative:
(B)(4). Conclusion: the cause of the issue was determined to be reduced potency of the active antigen which is coated on the microparticle component of the assay. Elevated (B)(6) results may be observed for the architect havab-m (us) assay (ln 6l21) when it is run on the same module with the architect ausab (ln 1l82). The investigation identified the cause as a reduced potency of the hav antigen which is coated on the microparticle component of the assay. This leads to lower ical rlu values and elevated signal from negative samples, which in turn has the potential to cause increased false (B)(6) results, increased susceptibility to reagent cross contamination (e.g. Architect anti-hbs/ausab), and / or increased impact of naturally occurring test system variability on final test results. Control measures include raw material qualification and implementation of manufacturing controls for calibrator rlu values. Current modes of control were communicated to architect havab-igm customers through product correction letter fa24feb2010 and will remain in effect until corrective actions to address the reduced potency of the hav antigen have been implemented.

Event description:
The customer stated that while performing a comparison study with the architect i1000sr and axsym analyzers, the negative and positive havab igm controls were out of range. Additionally, the customer stated (B)(6) results were generated on the architect for some of the comparison samples. An investigation has revealed that there is a potential to generate false (B)(6) architect havab-m results when the architect ausab assay precedes the architect havab-m assay.